Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line sensor which was not reproduced during evaluation. Multiple air in line alarm were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line sensor that requires a recalibration. There was no known patient injury or medical intervention associated with this event. No additional information is available.